Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument that is not implanted or explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the handle of the inserter was broke this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. T-handle is broken off. Our investigation has shown that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the top of the inserter as well as the surface of the t-handle have been struck with heavy hammer blows (side hole cracked). Based on these findings it appears that excessive use caused the malfunction of this device. In this relation we would like to mention of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide can be used. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.